Manufacturer narrative:
No scrolling number or unresponsive buttons noted during testing, all of the buttons functioned properly. However, the device had corroded keypad traces. The device also had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corners.

Event description:
Customer's spouse reported via phone call, the customer was attempting to bolus and the numbers kept scrolling on the device. Customer's spouse didn't know the customer's blood glucose level at the time of the incident but most recent was 150 mg/dl. Customer's spouse didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.